Manufacturer narrative:
(B)(4) - use after expiration. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances from this lot. A query of the electronic complaint handling database revealed no other incidents for use passed expiration date reported from this lot. It should be noted that the otw graftmaster instructions for use recommends to use the product by the use before date. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that, on (B)(6) 2014, the graftmaster stent graft was successfully used to seal a vessel perforation in the right coronary artery (rca) after revascularization of the rca; however, the graftmaster was used past the extended shelf life expiration date. There was no adverse patient effect. No additional information was provided.